Event description:
The device has not been returned for evaluation to-date. It is inconclusive as to the cause of the damage to the device that may have caused this event. According to written correspondence from the implanting physician, the sheath was most likely damaged with a needle by him during the procedure. The pt underwent surgical intervention to retrieve the damaged sheath. Pt status is fine.

Manufacturer narrative:
300-device damaged by operator during procedure. 12/17/1997 original medwatch report sent; did not expect device return. 12/29/1997 device returned to daig. 12/31/1997 device evaluation completed. Evaluation confirmed the damaged sheath returned in two pieces. Both severed ends exhibited evidence of stretching & puncture/tear/cut. Physician indicated that the sheath was most likely damaged during the procedure.